Manufacturer narrative:
(B)(4). The complaint iw980 wall mount infant warmer was not returned to fisher & paykel healthcare for inspection. Our analysis is accordingly based on the event information, our knowledge of the product, and photographs provided by the customer. Results: photographic inspection of the subject infant warmer showed multiple cracks along the head casing. Conclusion: the portions of the case on either side of one crack were misaligned with each other in a nature suggesting the crack was caused by an outside force. Additional cracking also showed crazing on the head casing. Based on our knowledge of the product and this failure mode, it is likely that damage from the smaller cracks on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject infant warmer was manufactured in 2003 and is over 14 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in the (B)(6) reported that an iw990 wall mount infant warmer had a cracked heater head casing. There was no reported patient involvement.